Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested, but not received to date. (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy procedure, the vitrectomy probe occluded and did not cut the citreum. The doctor attributed the event due to a wrong machine setting.